Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for the past one year from the delivery date, it was found no irregularities. Omsc could not identify the root cause of the event. Based on the user's comment, omsc assumed that the clip came off from the device since the user performed clipping without grasping tissue.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hemostasis of an enteroscopy, the subject device was used. When the user tried clipping tissue, the clip fell inside the patient since the user closed the clip before the clip did not sufficiently grasp the tissue. The user judged that the clip would be able to pass naturally. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the clip.